Event description:
It was reported that the needle tip of the product was found bent after opening its package. The product was not used and the procedure was completed successfully with an alternate device. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). E1: phone number: (B)(6). G2: foreign - the event occurred in china. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event cannot be confirmed. Visual examination of the provided picture identified the tip of the inserter may have a bend, but it cannot be confirmed due to the quality and angle of the image. Product information confirmed from the label. Additional evaluation cannot be completed without product return. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.